Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed a vertically distorted image. The image didn't change, when manipulating a bending section and a light guide cable. The device passed leak test. The image difficulty is likely attributed to a damaged charged coupled device (ccd). At the present time, the exact cause of the damaged ccd cannot be determined. If significant additional information is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a laparoscopic adrenalectomy, a physician experienced an abnormally bluish image. The procedure was completed with a different similar device. There was no patient harm reported.